Manufacturer narrative:
Device used for off label indication. The indication device used for was mru. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 64001, lot# n293019, implanted: (B)(6) 2012, product type adapter; product ID 64001, lot# n293019, implanted: (B)(6) 2012, product type adapter; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v297034, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot# v251538, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that patient's implantable neurostimulator (ins), as well as extension, were replaced because the ins didn't hold a charge and had been a problem for the patient since he was implanted. The patient was charging his device every other day for 3 hours. It was noted that there were 'therapy changes' and a periodic lack of therapy had also developed. The reporter indicated that the patient had pocket shocks periodically but impedances had been fine. The patient programmer also read out of regulation (oor) the week prior to the replacement. On the morning of the report, the patient's battery was at 50% charge and the oor was still present. An issue with the battery was suspected and the reporter indicated that there may have been some trouble with the adaptor that also caused the ins replacement. The reporter stated that prior to the replacement, the patient was programmed to 3+,1+,2-. Other settings were reportedly average with a pulse width of 270's.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was 'defective.' If additional information is re ceived, a follow-up report will be submitted.

Event description:
Additional information received reported that reporter thought that there was a short in the adaptor though the impedances going into the procedure was ¿okay.¿

Manufacturer narrative:
Product ID: 64001, serial# unknown, product type: adaptor. Supplemental submitted to correct conclusion codes patient and device codes. (B)(4).